Event description:
The customer reported to olympus that the evis x1 video system center image appears only for a few seconds and then disappears. There was no patient harm associated with the event. The device was evaluated, and it was found that there was a failure of the imaging device control circuit. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was evaluated, and the customer¿s evaluation was confirmed. In addition to failure of the imaging device control circuit, additional findings were as follows: adhesion of dust to scope connector/output connector; excessive stress to the connector socket; and moisture was found in the air hose. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to input/output configuration settings. Olympus will continue to monitor field performance for this device.